Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker's battery showed 5.5 years remaining during interrogation, however in the clinic it displayed 8.5 years. Boston scientific technical services (ts) accessed the monitoring system and it was noted that there was an increase in power consumption. Additional information indicated that the pacemaker was explanted due to premature battery depletion (pbd). The pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that analysis was completed for this device.